Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device voltage was displayed incorrectly on the remote monitoring network. Investigation was completed and determined that the discrepancy in the battery voltage was due to the internet browser translating the voltage from italian to english. The network remains in use. No patient complications have been reported as a result of this event.